Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate; subsequently no flow was noted. On an unspecified date, the tubing set was primed with d5imb (multi-ion mb in d5 water). On (B)(6) 2013, that between 1700 to 1800, the male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified volume of dextrose 5%, at an unspecified rate, via gravity. The customer contact reported that no particulate was noted inside the tubing set or in the solution container at this time. On (B)(6) 2013 at 1400, it was reported that the solution container was replaced. No specific details were provided. At 1500, the customer contact reported that particulate was noted inside the soluset of the tubing set. It was reported that the substance blocked the flow of solution. The customer contact reported the particulate as floating white foam. The tubing set was replaced and the therapy was resumed. On an unspecified date, the customer contact reported that a culture of the fluid inside the soluset was taken. The result was no growth after 72 hours. A culture of the white foam inside the soluset indicated a "very light growth of candida species." It was reported the pt's blood was also cultured. The result was negative for candida. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.